Event description:
It was reported by the patient that when the carelink monitor was connected into the phone lines, the home phones were unable to receive incoming calls. The monitor was replaced. No patient complications have been reported as a result of this event. The device was returned and subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis found the assembly and an adaptor out of specification electrically and that the device would not power up using the power cord that was returned with it. The device powers up using a known good power supply but will not start an interrogation.